Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 13.5 diopter was explanted from the right eye due to the patient complaining of decreased vision and the lens was subluxed. A zkb00 12.5 diopter was the replacement lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/13/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was inspected by a qualified final inspection operator using 12x magnification. Investigation shows that there are no anomalies found in the returned lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.